Event description:
It was reported that during the procedure, an unspecified xience stent was damaged by another unspecified xience stent when a dilatation catheter was inserted through the stent struts and one stent was pushed into the other one. The two stents were next to each other and the damage occurred at the junction where the two stents met. There was no reported clinically significant delay and no reported adverse patient effects. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional xience is being filed under a separate medwatch MFR number it was not possible to perform a thorough analysis on the product because it was not returned. The interaction between the two implanted stents appears to be related to the operational context of the procedure. The two xience stents were implanted next to each other and advancement of a dilatation catheter resulted in the interaction between both stents and reportedly subsequently led to damage of the stent. No additional information is available and the damage could not be confirmed. Although a conclusive cause could not be determined, based on the reported information, there is no indication to suggest a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis.